Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia (psvt) ablation with a octaray mapping catheter and the patient experienced cardiac tamponade that required pericardiocentesis. During the procedure the patient's blood pressure dropped during pre-mapping of the psvt. Effusion was observed via ultrasound. Drainage was performed and the patient's condition stabilized. Patient was observed for a while on the ward. Patient fully recovered. The physician commented that it was probably a perforation by the catheter (other company¿s) that was in the right ventricle. The direct cause and causal relationship with the product were unknown. Atrial septal puncture was not performed. Ablation was not performed prior to the cardiac tamponade being identified. No abnormalities were observed prior to or during use of the product.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31361661l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Additional information was received on 08-dec-2024 stating both the octaray mapping catheter and a thermocool smarttouch sf catheter were used for mapping. Therefore, it was assessed to also report this event under the smarttouch sf catheter (g8. Manufacturer report number: 2029046-2024-03993). . If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).